Event description:
It was reported that the physician was unable to insert the atrial lead into the atrial connector port of the implantable pulse generator. The device was replaced with another and the physician was able to insert the atrial lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was in the connector bore.